Event description:
The patient's family member found patient in a coma. Family member immediately checked patient's blood glucose using the suspect device and obtained a reading of 99 mg/dl. Family member performed a retest while calling 911 and the retest result was 93 mg/dl. Paramedics arrived and they used their own meter to check patient's glucose and the reading was 46 mg/dl. Family member was treated with two bags of glucose and then transported to the hospital. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.